Event description:
It was reported that this was a venotomy closure of the common femoral vein using a proglide device after an interventional cardiac ablation procedure using an 8f sheath. Reportedly, the device was inserted and blood flow was confirmed through the marker lumen. However, upon opening the lever a normal "tactile" sensation was not felt on positioning. The lever was closed, and the device was advanced further into the anatomy. The lever was then re-opened and re-positioned; however, on deployment, a cuff miss [suture retrieval issue] occurred. A new proglide device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. The reported, "tactile" sensation was not felt ¿ appears to be related to the physician¿s perception as the use of the proglide device can have different perceptions of feel based from the user. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.